Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have been intermittently unresponsive for the past 4 weeks. She noted that the buttons are not sticking, and confirmed that the keypad is intact. The family member stated that the pump has not been exposed to water, and the pt wears the pump in her bra or on her waist.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.